Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, it appears that procedural conditions resulted in the difficult positioning. A definitive cause for the reported patient effect could not be determined in this case. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and required medication are case specific circumstances as the dilator was pulled back, and aspirations were performed to pull the object into the steerable guide catheter (sgc), and then poured into a bowl. The object was believed to be a clot. Medication was administered to the patient. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombosis and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. After transseptal access was achieved, the steerable guide catheter (sgc) and dilator were advanced across the septum with difficulty. However, an object was observed on the sgc tip. Initially it was unknown if the object was a clot or tissue. The dilator was pulled back, and aspirations were performed to pull the object into the sgc, and then poured into a bowl. The object was believed to be a clot. Medication was administered to the patient. The procedure continued with the same sgc. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.